Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with catheter restriction alarm that occured during therapy with intra aortic balloon. User also mentioned that patient was moving and was able to resume the therapy by pressing start button. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11, h6 (type of investigation, investigation conclusion, component codes and investigation findings) a catheter restriction alarm reported. The nurse reported that the patient had been moving intermittently, which may have contributed to the alarm. The nurse was able to successfully resume therapy by pressing start, with no further immediate issues. Education was provided regarding the meaning of the restriction alarm, including that a common cause can be a restriction or kink near the insertion site, often related to patient positioning or movement. Guidance was given to lower the head of the bed and hyperextend the groin area to help relieve potential restriction at the insertion site. The nurse was advised to monitor for recurrence and to reconnect for further assistance if the alarm reappears.